Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device provided a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Battery analysis found no internal short. Partial lithium (li)-severing was observed, leading to a reduced anode surface area and consistent with the high, internal battery impedance measured upon receipt for battery analysis. Review of the save-to-disk data showed a charge timeout and excessive charge time events were occurred prior to recommended replacement time (rrt) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing.

Event description:
It was reported that a remote monitoring transmission indicated that the patient received inappropriate shocks for supra ventricular tachycardia that was detected to be ventricular tachycardia. All therapies were exhausted but were not able to convert the patient's rhythm. The device was noted to be approaching recommended replacement time and was replaced a few weeks later. No further patient complications have been reported as a result of this event.